Manufacturer narrative:
Patient data provided after initial report was submitted. B5: describe event is updated to include patient data b6: updated to include patient data.

Event description:
Customer reported the unicel dxc 880i synchron access clinical system generated erroneous patient results and quality control (qc) issues on their glucose cup module (glucm). There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographic. The customer provided data for (thirty-two) patients.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 880i synchron access clinical system. The fse inspected the system and found the glucose oxygen sensor and stirrer bar were dirty, glucose cup module (glucm) drain line clogged, and glucose module assembly malfunctioning. The fse replaced the glucose cup module assembly, glucose oxygen sensor from customer stock, and cleaned/removed obstruction from the drain line to resolve the issue. No further issues were noted after replacing parts and cleaning drain line. The fse verified system performance without further issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section h6: component code 4756 is used for the glucose cup module (glucm) assembly the beckman coulter identifier is (B)(4).

Event description:
Customer reported the unicel dxc 880i synchron access clinical system generated erroneous patient results and quality control (qc) issues on glucose cup module (glucm). There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.